Event description:
Note: no patient involvement: it was reported to boston scientific corporation on (B) (6) 2009, that an injection gold probe bipolar electrohemostasis catheter was to be used during a procedure performed on (B) (6) 2009. According to the complainant, during preparation, the tip of the probe detached. There were no patient complications. The patient's condition was noted to be satisfactory.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).